Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: posterior upper uterine segment') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, obesity, vulvovaginal pain, vaginal pain, uterine enlargement, fibroids, pelvic adhesions, macromastia, intramural leiomyoma of uterus, urinary tract infection, palpitations, lightheadedness, breast reduction, pelvic adhesions, flu vaccination, bacterial vaginosis, trichomonal vaginitis, bladder pain, allergy to antibiotic, bladder infection, dysuria, urinary frequency and pelvic adhesions. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007 for pelvic pain as well as amoxicillin (amoxil), antibiotics, ascorbic acid, cefalexin, erythromycin, fluconazole (diflucan), guaifenesin (mucinex), guaifenesin (mucinex), ibuprofen, metronidazole (flagyl), phenazopyridine hydrochloride (pyridium) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain,pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, anaemia, hypersensitivity and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, device expulsion, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion on (B)(6) 2008 (summons) and on (B)(6) 2007 (pfs). Patient received treatment for bleeding, migration, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, cystitis, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, cystitis were updated as recovered. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: posterior upper uterine segment') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, obesity, vulvovaginal pain, vaginal pain, uterine enlargement, fibroids, pelvic adhesions, macromastia, intramural leiomyoma of uterus, urinary tract infection, palpitations, lightheadedness, breast reduction, pelvic adhesions, flu vaccination, bacterial vaginosis, trichomonal vaginitis, bladder pain, allergy to antibiotic, bladder infection, dysuria, urinary frequency and pelvic adhesions. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007 for pelvic pain as well as amoxicillin (amoxil), antibiotics, ascorbic acid, cefalexin, erythromycin, fluconazole (diflucan), guaifenesin (mucinex), guaifenesin (mucinex), ibuprofen, metronidazole (flagyl), phenazopyridine hydrochloride (pyridium) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain,pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, cystitis, depression, anxiety and abdominal pain outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, anaemia, hypersensitivity and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, device expulsion, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2008 (summons) and (B)(6) 2007 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, cystitis, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : following events were added : abdominal pain, allergy, vaginal discharge. Outcome of the event menorrhagia, anemia, vag. Infection, was changed from unknown to recovered/resolved. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: posterior upper uterine segment') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, obesity, vulvovaginal pain, vaginal pain, uterine enlargement, fibroids, pelvic adhesions, macromastia, intramural leiomyoma of uterus, urinary tract infection, palpitations, lightheadedness, breast reduction, pelvic adhesions, flu vaccination, bacterial vaginosis, trichomonal vaginitis, bladder pain, allergy to antibiotic, bladder infection, dysuria, urinary frequency and pelvic adhesions. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007 for pelvic pain as well as amoxicillin (amoxil), antibiotics, ascorbic acid, cefalexin, erythromycin, fluconazole (diflucan), guaifenesin (mucinex), guaifenesin (mucinex), ibuprofen, metronidazole (flagyl), phenazopyridine hydrochloride (pyridium) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain,pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, anaemia, hypersensitivity and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, device expulsion, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2008 (summons) and (B)(6) 2007 (pfs). Patient received treatment for bleeding, migration, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, cystitis, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: posterior upper uterine segment') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, obesity, vulvovaginal pain, vaginal pain, uterine enlargement, fibroids, pelvic adhesions, macromastia, intramural leiomyoma of uterus, urinary tract infection, palpitations, lightheadedness, breast reduction, pelvic adhesions, allergy to vaccine, bacterial vaginosis, trichomonal vaginitis, bladder pain, allergy to antibiotic, bladder infection, dysuria, urinary frequency and pelvic adhesions. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007 for pelvic pain as well as amoxicillin, antibiotics, ascorbic acid, cefalexin (cephalexin amel), erythromycin, fluconazole, guaifenesin (guaiphenesin), guaifenesin (mucinex), ibuprofen, metronidazole, phenazopyridine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, depression, anxiety and anaemia outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, anxiety, cystitis, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2008 (summons) and (B)(6) 2007 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, cystitis, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: plaintiff fact sheet and medical records received. Events added from pfs- migration of essure device location of device: posterior upper uterine segment, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal/bladder, psychological or psychiatric problems condition: depression and mental anguish, blood or heart disorder/condition type: anemia. Outcome of the event pelvic pain updated. Reporter information, concomitant drug, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.